Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an unknown procedure. The device misfired upon use. It is unknown how the case was completed. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were wide nicks on the knife blade. The staples were prefired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed damaged knife blade condition may occur if the instrument is attempted to be fired with an anvil of improper size. The instructions for use for this product states: use of an improperly matched instrument and anvil combination will cause staple malformation or result in the failure of the instrument to cut properly. Malformed staples may compromise the integrity of the staple line resulting in leakage or disruption. As the anvil was not received, the mismatched anvil condition could not be confirmed as the root cause of the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure. The device misfired upon use. It is unknown how the case was completed. There was no injury caused to the patient and no medical intervention was required.